Manufacturer narrative:
The device was returned to zoll medical for evaluation. The malfunction was observed during review of the device's history log. The device was put through extensive testing which included stress testing and full functional testing without duplicating the malfunction. The smart pneumatic module and the power interface module were replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a "self test" error message. This is all the information that is available. Complainant indicated that there was no patient involvement in the reported malfunction.